Event description:
An optometrist reported that a patient presented wearing 020ptix lenses after experiencing light sensitivity, mild pain & reduced vision in her left eye for one week. Diffuse superficial punctate keratitis (spk) & conjunctival injection noted at 10-12 o'clock position. No infiltrates observed. D/c lens wear & rx'd tobradex. No improvement noted. Referred to ophthalomogist who noted what appeared to be a herpetic erosion & rx'd acyclovir tablets & vasotracyin cintment. Lesion more dense at follow up referred to cyc institute. Culture performed. Rx'd tobramycin, ceftazidine, meomycin. Slight extension of ulcer with radial perineuritis resembling acanthomoeba noted at follow up. Pre-event acuity reported as 20/20. Last reported acuity 20/40 pinhole. Event resolution unknown. Request has been made for additional information, however no further information is available.